Event description:
The patient was revised because of subluxing forward and an osteophyte was located in the medical posterior. The condyle spine of the tibial insert was worn on the medial side.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.